Event description:
Edwards received information that a bioprosthetic aortic valve, was explanted in 1998 due to endocarditis. The onset time for endocarditis is unknown. At that time patient received a homograft. No other details were provided.

Manufacturer narrative:
(B)(4). The explanted device was not returned to manufacturer, without receipt of the explanted device the reported clinical observation cannot be confirmed and a root cause cannot be determined. Edwards will continue to monitor all events. Additional information will be reported if received.